Manufacturer narrative:
The technician replaced the emergency trendelenberg valve and head hilow hydraulic valve solenoid to resolve the issue.

Event description:
The technician alleged the head hilow was drifting. No patient impact.